Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No x-rays were provided to confirm the alleged event. As per reporter there is questionable fusion on c3/4 and c5/6 levels. Labeling review: warnings, cautions and precautions "...these devices can break when subjected to the increased load associated with delayed union or nonunion...". Potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); nonunion or delayed union ...". "...patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed...".

Event description:
On (B)(6) 2016 patient underwent an anterior cervical discectomy and fusion procedure. Reportedly, six months post-operatively, incidental finding of a fractured screw at the c6 vertebral body. Patient is asymptomatic and no revision procedure will be performed at this time.